Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm after a battery change. Customer's blood glucose at the time of the incident was 90 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is expected to return.

Manufacturer narrative:
Pump had blank display due to moisture damage on the mother board and interface board. Unable to perform idle current test, run current test, self test, off no power test, displacement test or verify the unexpected restart alarm due to the blank display. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.